Manufacturer narrative:
The delta chamber met requirements for siphon and pressure-flow testing. However, the device did not meet requirements for leak testing as there was a tear in the top membrane of the delta chamber. It is unknown how or when the damage occurred. There was proteinaceous and crystalline debris in the interior and on the exterior of the delta chamber. The instructions for use that accompany the device state that ¿care should be taken in handling the delta chamber as silicone has a low cut and tear resistance¿. It is also suggested that the delta chamber be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the delta chamber and minimizes handling with surgical tools. A review of the manufacturing records was not possible as not lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the delta chamber had flow issues. According to the report there was no injury to the patient and the patient is in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)